Event description:
It was reported that the flex detectable videoscope had an e218 scope error. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction of error e218 (scope failure) was confirmed. Based on the results of the investigation and the information provided ,it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chips and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined . The event can be inspected by following the instructions for use which state: "instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.